Event description:
It was reported that during a pta declotting treatment procedure involving a dialysis graft, a balloon detachment and rupture occurred. A 8-4/5/40 ultra-thin diamond balloon catheter was selected. The lesion was very resistant and was dilated multiple times. During the fourth dilation a balloon rupture occurred at 10 atms and the balloon detached from the shaft. The balloon catheter was removed. Next, a non bsc balloon catheter was advanced to re cross the stenosis, but was unsuccessful. The patient was referred to surgery. No further patient complications were reported. The procedure outcome and patient condition are unknown.

Event description:
It was further reported vascular access was obtained via the left upper arm fistula. The 90% stenosed venous outflow tract was moderately tortuous and moderately calcified. During withdrawal of the 8-4/5/40 ultra-thin diamond balloon catheter the balloon detached in the left upper arm fistula. An attempt to remove the detached balloon with a snare was unsuccessful. A thrombectomy was performed. However, the detached balloon was not found. The patient was discharged 48 hours post procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the unit has not been returned, the investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).